Manufacturer narrative:
This product is available; however, it has not been received for analysis. Additional info will be provided within 30 days of receipt.

Event description:
While flushing the vista brite tip guiding catheters with saline solution, the luer lock broke and the pin stayed into the syringe. There were no other noted anomalies. The event occurred prior to use; therefore, there was no injury to the pt.